Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 169mg/dl. The customer's expected fasting blood glucose test result range is 70 to 130mg/dl. The customer feels well and did not report any symptoms related to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the location. Customer received fasting test result of 167mg/dl on (B)(6) 2017 at 06:04pm. During the call on (B)(6) 2017, blood test was performed by the customer fasting and produced test results of 134mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (meter time not set correctly): 111 mg/dl (B)(6) 2017 11:08 pm fasting: yes, 60mg/dl (B)(6) 2017 11:19 pm fasting: yes, 120mg/dl (B)(6) 2017 06:07 pm fasting: yes, 139mg/dl (B)(6) 2017 06:05 pm fasting: yes, 169mg/dl (B)(6) 2017 06:04 pm fasting: yes. She test twice a day. Customer states that nothing have change with her diet or medication. Customer is not concerned result of with 60mg/dl because she knows her glucose was low at that time.

Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI#:(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 169mg/dl. The customer's expected fasting blood glucose test result range is 70 to 130mg/dl. The customer feels well and did not report any symptoms realted to high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the location. Customer received fasting test result of 167mg/dl on (B)(6) 2017 at 06:04pm. During the call on (B)(6) 2017, blood test was performed by the customer fasting and produced test results of 134mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (meter time not set correctly): the 111 mg/dl (B)(6) 2017 11:08 pm fasting: yes, the 60mg/dl (B)(6) 2017 11:19 pm fasting: yes, the 120mg/dl (B)(6) 2017 06:07 pm fasting: yes, the 139mg/dl (B)(6) 2017 06:05 pm fasting: yes, the 169mg/dl (B)(6) 2017 06:04 pm fasting: yes. She test twice a day. Customer states that nothing have change with her diet or medication. Customer is not concerned result of with 60mg/dl because she knows her glucose was low at that time.